Manufacturer narrative:
It was alleged that a patient had and allergic reaction; however no further specific information has been received at this time. An update will be provided upon receipt of new information.

Event description:
It was alleged that a patient had an allergic reaction to vectortas screws.